Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2014 her son's blood glucose, carbohydrate intake and insulin history is as follows: she gave him a bolus of 5.0 units of insulin and then she realized that it was starting to leak. Upon removal she noticed that cannula was bent to the side.